Event description:
It was reported that the patient died due to unknown reasons. No further details were provided. The device will be not returned (it is unknown if the device was removed prior to the patient¿s death). Also, it is unknown if there was an autopsy. Information was learned through (B) (4) implant patient registry. Report only.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter was requested. No product return.